Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and followed unhygienic condition. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin 2 grams (route, frequency, and duration not reported) and fortacef 1 gram daily for fourteen days (route not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. . The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.